Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that bleeding was noted and manual pressure was held. The patient continued to bleed despite pressure. The hematoma grew despite all efforts. Cutdown was performed to the left femoral artery (lfa) by the surgeon while a new pump was placed. Hematoma evacuation and repair was performed to the lfa. Additionally, the team infused blood products.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and limited information is provided in the clinical description. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.